Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted concurrently with anterior and posterior repair, and perineoplasty due to uterine vaginal prolapse. It was reported that patient underwent vaginal mesh revision/removal, sling revision/removal and cystoscopy on (B)(6) 2014 due to constipation and vaginal foreign body. No additional information was provided.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2011 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.